Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the healthcare provider. It was reported that an x-ray displayed right lead fractured after a fall in november. The patient is unable to use the right lead; left lead covers bilaterally. No surgical intervention schedule at this time. The left lead programmed only. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that the 8-15 electrodes all showed high impedances. They stated that the patient only uses their 0-7 leads, so their pain relief has not been compromised. The rep was unaware of any falls or accidents that may have caused the issue. They stated that per the physician, a previous x-ray showed a possible lead break in one of the leads. The rep noted that the patient is satisfied with their stimulator in general. They added that the physician requested that the patient continue with their course of treatment despite their lead appearing bad. It was noted that the physician was not concerned about it since it is not being used. However, a lead revision may be considered if the patient¿s pain worsens. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.